Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - captopril, hctz, aspirin, clopidogrel, pantopraol, fluoetina, and amitriptlina. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2014, the patient underwent treatment of a ruptured 77 mm descending thoracic aortic aneurysm whereby a gore® tag® thoracic endoprosthesis was implanted in zone 3. It was reported this procedure was a reintervention of a prior endovascular procedure involving non-gore devices. On (B)(6) 2015, a distal type I endoleak was identified. On (B)(6) 2016, an additional non-gore device was implanted to treat the endoleak. Additional information has been requested.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), use of the gore® tag® thoracic endoprosthesis has not been studied in patients with unstable ruptured aneurysms and acute and chronic dissections. The IFU states that for device selection, healthy proximal and distal neck lengths of at least 20 mm are required. Additionally, the IFU states that adverse events which may require intervention and/or conversion to open repair include, but are not limited to aneurysm enlargement and endoleak.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of the ascending and descending aortic arch and type a dissection whereby a dacron graft was implanted into the ascending aorta, and a non-gore device was implanted into the descending aorta to complete an ¿elephant trunk¿ procedure. It was reported the patient¿s surgical history also includes previous endovascular repair of a type b dissection using non-gore devices (date unknown). On (B)(6) 2014, the patient reportedly underwent treatment of a proximal type I endoleak and a ruptured descending thoracic aortic aneurysm with a maximum diameter of 77 mm. A gore® tag® thoracic endoprosthesis (tag3715) was implanted just distal to the left subclavian artery between the surgical graft and the previously implanted non-gore device for treatment of the endoleak and ruptured aneurysm. On (B)(6) 2015, a proximal type I endoleak was identified (not a distal type I endoleak as previously reported). It was also reported that images showed the type b dissection with aneurysmatic dilatation and persistent false lumen perfusion. The proximal type I endoleak was reportedly caused by a disconnection of the gore® tag® device from the surgical graft. On (B)(6) 2016, an intervention was performed whereby an additional non-gore device was implanted proximal to the gore® tag® device treat the endoleak. Final angiography reportedly showed a good result with reconnection of the endoprostheses to the elephant trunk graft.